Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced herniation of a cylinder out of the corporotomy. The cylinder on the right-side was no longer positioned within the corporal body. A surgical procedure was performed in which the cylinders and pump were removed and replaced with a new system. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. Visual inspection did not identify any damage or abnormalities. Leakage testing was successfully completed without evidence of fluid loss, and functional testing confirmed that the pump operated as intended. Both cylinders were visually inspected and leak tested. Visual inspection did not identify any damage or abnormalities, and leakage testing was successfully completed without evidence of fluid loss. The two rear tip extenders were visually inspected and no damage or abnormalities were identified. Based on the available test results and investigation, the reported allegation that the device operated differently than expected could not be confirmed, as no functional or structural abnormalities were identified in the returned components. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported migration was found to be listed in the IFU. A risk review confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced herniation of a cylinder out of the corporotomy. The cylinder on the right side was no longer positioned within the corporal body. A surgical procedure was performed in which the cylinders and pump were removed and replaced with a new system. There were no patient complications reported.